Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history record could not be performed. The device is not available for return. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approx eleven months post ivc filter implant, a chest x-ray identified that a filter arm had detached from the filter and was located within the right ventricle. The ivc filter was retrieved with a snare without incident. There was no attempt to retrieve the filter arm from the right ventricle. The pt is reported to be asymptomatic.